Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was moderately calcified, 80% stenotic in a moderately tortuous left anterior descending artery (lad). The physician attempted to direct stent the lesion with a taxus express2 2.5 x 8mm drug eluting stent. However, the physician was unable to cross the lesion. The stent delivery system (sds) was removed from the patient's body without any complications. The physician then predilated the lesion with a maverick balloon. As the physician was ready to insert the same sds he discovered that the shaft had fracture 15-20 cm from the hub. The sds was not used and the procedure was successfully completed with two other taxus express2 2.5 x 8 mm drug eluting stents. No patient injuries or complications were reported. Patient status is reported as "satisfactory/good."